Event description:
A customer reported that a patient being treated for lung cancer had been treated for 5 fractions with an incorrect isocenter (5 cm error). The isocenter error was introduced by an import application problem in focal. However, the error is highly detectable and in this case, the xio visual display clearly alerted dosimetry to the problem. Based on customer input, the information leaving dosimetry to the treatment room was correct, but additional user errors seemed to cause the actual mistreatment. Clinicians adjusted the remaining fractions to compensate. The import application problem was introduced in focal 4.3.0 and corrected in focal 4.34.

Manufacturer narrative:
A customer advisory is being drafted for transmittal to all customers of our focal workstation to advise them of this situation.